Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 456 mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past two days. It was stated that the event leading to his admission was vomiting. Troubleshooting was performed. Reviewed the alarm history and found excessive no delivery alarms. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. The customer's most recent glucose reading was 360 mg/dl, and he has treated with manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.